Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with the customer reported complaint. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, when inserting the monopolar curved scissors (mcs) the doctor noticed the tip could not close properly. They switched with a backup mcs to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The monopolar curved scissors was found to have one blade bent at the tip. Bend point is located approximately 3.74mm from the tip of the blade. The blades are not able to fully close as a result of the bending. Cut performance is negatively impacted due to the bending. Components adjacent to this bent blade do not show damage. Root cause of bent instrument blades is attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collision with other instruments. Applying excessive force on the instrument tip during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
Refer to h11 for follow-up information.